Manufacturer narrative:
(B)(4). The customer reported a pacer malfunction. There was no report of patient involvement. The device was evaluated by a philips field service engineer, but the symptom could not be verified. No trouble was found. The device passed testing and was returned to the customer. Based on the customer's report we are considering this a malfunction. We are unable to determine a cause because the symptom could not be duplicated and there was no trouble found with the device.

Event description:
The customer reported a pacer malfunction. There was no report of patient involvement.